Event description:
It was reported that the patient experienced elevated blood glucose levels over 500 mg/dl and the patient alleges that the infusion device failed to deliver the insulin needed to correct the blood glucose level. The patient presented ketones of ++. The patient was driven to the hospital, by her mother, to be treated for elevated blood glucose levels. Type of treatment received while in the hospital was not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.